Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power event while on the mobile power unit. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power was confirmed. A review of the log files spanned approximately 27 days (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 at 22:56, the no external power alarm activated while connected to the mpu due to both white and black lead bus voltages diminishing to ~2v. The backup battery was able to supply power to the controller until power was restored a few seconds later. The alarms did not affect the controller's ability to operate the pump at the set speed. The driveline was disconnected on (B)(6) 2019 at 16:25 for a controller exchange. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned to analysis. It is unknown if the patient was using the v-lock connector or if the cord came loose from the wall. A root cause for the reported events cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.